Manufacturer narrative:
H3: product analysis - visual and optical examination confirmed approximately 2.5 mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted cw, consistent with torsional overload. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. This type of damage is consistent with torsional overload. H6: fdm and fdr codes updated as per new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who underwent revision surgery. It was a patient who was performed the fixation at th2 / 9 in 2018. After the operation, 4 screws of th8 / 9 loosened, bone fusion was not achieved, and reoperation was performed (fixation at th3 / 9). The four loosened screws of th8 / 9 were increased in size and replaced. In addition, during removing the te connector placed on the left th5, the tip of the reported screw driver broke and got stuck in the set screw and could not be removed. Therefore, the rod was removed together. A power grip was used with the counter. The te connector placed on other places was removed by another driver. As per physician the strength of the driver was weak. No health damage in the patient was reported. Further there were no complications associated with the event.